Event description:
It was reported that during an a-fib procedure, while the physician was attempting to perform the second transspetal puncture, upon crossing the septum, the patient's blood pressure dropped and an ice confirmed a small pericardial effusion on ultrasound. This patient condition was consulted with a cardiology interventionalist and it was decided to abort the case. The patient was monitored but no attempt was made to remove the pericardial fluid. Heparin was reverse and the patient was admitted for observation. After follow up with the customer to obtain detailed information of the event, it was confirmed that the transseptal puncture was performed prior to the case cancellation and the patient was under general anesthesia between 30 to 60 minutes. The outcome of the event was improved and the prognosis for the patient was recovered from the effusion. The physician's opinion regarding the causality of the adverse event was procedure related.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the product analysis investigation is completed. Concomitant products: carto 3 system us, catalog #: fg540000, serial #: (B)(4). Stockert us, catalog #: s7001, serial #: (B)(4). Cool flow pump us, catalog #: cfp002, serial #: unknown. Soundstar catheter us, catalog #: sndstr10g OEM, lot #: g3007126. (B)(4).

Manufacturer narrative:
It was reported that during an a-fib procedure, while the physician was attempting to perform the second transseptal puncture, upon crossing the septum, the patient's blood pressure dropped and an ice confirmed a small pericardial effusion on ultrasound. This patient condition was consulted with a cardiology interventionalist and it was decided to abort the case. The patient was monitored but no attempt was made to remove the pericardial fluid. Heparin was reverse and the patient was admitted for observation. After follow up with the customer to obtain detailed information of the event it was confirmed that the transseptal puncture was performed prior to the case cancellation and the patient was under general anesthesia between 30 to 60 minutes. The outcome of the event was improved and the prognosis for the patient was recovered from the effusion. The physician's opinion regarding the causality of the adverse event was procedure related. Upon receipt, the device was visually inspected and it was found in normal conditions. A functional test was performed by removing the vessel dilator from the sheath, and introduced again in the sheath and no resistance was felt during the introduction. Also the sheath was flushed and the water passed through without any occlusion. Furthermore the vessel and sheath were compared to the shape master and the results indicated that the shape of the introducer sheath and vessel dilator met the specification criteria. The device passed all specifications. The root cause of the pericardial effusion remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.